Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer¿s report, the hcp press the button to retract the needle after puncture; however, the needle was not retracted. The spring was missing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-02. H6: investigation summary bd received a 22 gauge insyte autoguard unit from lot 0286280 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the spring was missing from the device. Since the spring helps drive the retraction of the needle missing it would cause the device to fail to retract properly. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer¿s report, the hcp press the button to retract the needle after puncture; however, the needle was not retracted. The spring was missing.